Event description:
The customer contact reported a disconnection. The primary tubing set was connected to an extension set to deliver an unspecified volume of transfused blood via a pump. After an unspecified length of time in use, the customer contact reported the option-lok male adapter of the tubing set disconnected from the extension set and an unspecified volume of blood leaked. The tubing sets were reconnected and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.